Manufacturer narrative:
Reporter has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6), 2011. According to report, on (B)(6), 2012 could not be accessed to allow for administration of scheduled clinical trial. On (B)(6), 2012 the pt had surgery to revise the system. No permanent adverse effects reported.